Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), product type: extension. Product ID: 64001, lot# n432287, implanted: (B)(6) 2015, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), lot# n432287, implanted: (B)(6) 2015, product type: adapter. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating on (B)(6) 2018 the hcp surgically replaced the neurostimulator and examined the connections to the existing stimulator prior to replacement to see if any wires were loose. Intraoperative x-rays were taken to confirm if the patient had extensions directly connected to the stimulator or if one or two adaptors were connecting the extension wires to the stimulator. It was confirmed that both left and right extension wires were running down the left neck/chest side and were indeed connected to a 1x4 adaptor for each right and left extension. It was noted that records only reflected that on adaptor was implanted on (B)(6) 2015 when the stimulator was originally placed after switching from 2 stimulators to one stimulator. When the hcp made the incision and exposed the exiting stimulator, the wire from the adaptor in the left socket easily slid right out of the stimulator as if it was never tightened. The wire from the adaptor that connected to the right socket was firmly in place. The hcp replaced the stimulator and ensured both wires from both adaptors were tightened appropriately. An intraoperative impedance check showed all impedances being in the normal range for both right and left sides. New impedances values were: left vim case <(>&<)> 0 1121 ohms case <(>&<)> 1 722 ohms case <(>&<)> 2 901 ohms case <(>&<)> 3 1049 ohms 3 <(>&<)> 0 1811 ohms 3 <(>&<)> 1 1412 ohms 3 <(>&<)> 2 1335 ohms 2 <(>&<)> 0 1669 ohms 2 <(>&<)> 1 1105 ohms 1 <(>&<)> 0. 1294 ohms right vim case <(>&<)> 8 592 ohms case <(>&<)> 9 671 ohms case <(>&<)> 10 651 ohms case <(>&<)> 11 732 ohms 11 <(>&<)> 8 1114 ohms 11 <(>&<)> 9 1076 ohms 11 <(>&<)> 10 879 ohms 10 <(>&<)> 8 990 ohms 10 <(>&<)> 9 833 ohms 9 <(>&<)> 8 861 ohms the patient was reprogrammed to the original values for both sides that were working prior to the replacement on (B)(6) 2017. The patient had significantly less tremor and was happy with these settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the hand tremor was due to the impedance, but the cause of the high impedance was not determined. Impedance before the ins was implanted was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed by the hcp. The ins will not be returned for analysis. The surgeon found the problem when performing a troubleshooting surgery to investigate the problem. The issue was that the extension wire was loose in the header of the ins, so it was not an ins issue. The cause of the high impedance was the extension. The generator was replaced due to short life. It was unknown what the patient's weight was at the time of the event. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the day after the patient's ins was implanted the patient had a return of tremor in the right hand. The rep reported that on (B)(6) 2017, impedance values were checked and the patient showed an open circuit on the therapeutic settings for their left stn. The rep reported that with c+ and 0-, the impedances were high at 40,000 ohms. The rep reported that the patient was reprogrammed to use c+ and 1-, after which the patient's tremor was very well controlled and the patient was happy to leave the settings there. The rep confirmed that only reprogramming the patient's settings was used to troubleshoot and that the issue was considered resolved. No further patient complications have been reported as a result of this event.